Manufacturer narrative:
The tech replaced the brake detent assembly to resolve the issue.

Event description:
The account alleged that when the bed is bumped the brake will pop out when set. No injury reported.